Manufacturer narrative:
The reported event of sensing noise was not confirmed. As received, a partial lead was returned in three pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-39552. It was reported that the patient's right ventricular (rv) lead had high capture thresholds and the right atrial (ra) lead was sensing noise. The ra and rv leads were explanted and replaced. Further information was requested but not received.